Event description:
It was reported that this pacemaker system exhibited a red alert for a low out-of-range pace impedance measurement less than 200 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. An in-office check indicated the lead was stable with testing. The patient was noted to not be rv pace dependent and the physician indicated no changes will be made. The products remain in-service. No patient symptoms or adverse patient effects were reported.